Manufacturer narrative:
The investigation of the reported issue has been completed. No device or logs were returned. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The user facility reported an 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a clot. The patient had surgery to remove the clot and the impella device.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.